Event description:
It was reported this balloon ruptured following the first inflation during an unidentified angioplasty procedure. During withdrawal of the balloon catheter through the introducer sheath, the balloon material detached and remained in the pt. A snare was utilized to successfully retrieve the detached balloon material. Another unit was used to successfully complete the procedure. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated wtih overpressurization or use in a calcified lesion. Pt anatomy and/or user technique may have contributed to this event. However, the company is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".